Manufacturer narrative:
Product analysis of part#7675635; lot# ca17j028. Analysis summary: visual examination of the mas bone screws "tulip" has been separated from the bone screw at approximately the base of the bone screw head. The damage on the sphere of the bone screw appears to show it may have exceeded the acceptable angle of the screw. Visual and optical inspection of the "tulip" identify that the c-clip has been damaged. After visual, optical, and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The damage is consistent with overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during post op of the reported product. The procedure or technique performed was shilla grow procedure. It was reported that, the patient is 9 months post op and came in for follow up imaging and noticed that the l3 pedicle screw at the bottom of the construct has broken. Revision surgery was performed and the broken screw was explanted. The levels implanted were mentioned as t4-l3 and the implant date was unknown. The patient had no symptoms from the broken screw. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.